Manufacturer narrative:
Investigation: investigation conclusion: bd received samples and photos from the customer facility for investigation. The samples and photos were not evaluated and the customer¿s indicated failure mode for (B)(6) with the incident lot was observed using a similar complaint that was previously investigated. Additionally, a review of the manufacturing records was completed and no issues were identified. Root cause description: bd (B)(4) acknowledges that the customer has had an issue with the incident lot. Per the evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; based on the severity and occurrence of the reported condition there will be no further actions.

Event description:
It was reprtorted that bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes had black prticles in the tube. No serious injury. No medical intervention.